Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003 was not recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardioverter defibrillator (ICD) exhibited dropped of device longevity from 4 years to 2.5 years for a span of 8 months. As of this moment, it showed lesser than 3 months. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardioverter defibrillator (ICD) exhibited dropped of device longevity from 4 years to 2.5 years for a span of 8 months. As of this moment, it showed lesser than 3 months. Additional information indicated that the device was explanted due to premature battery depletion (pbd). A new device was then implanted. No additional adverse patient effects were reported.